Event description:
A consumer called and reported he sees concentric rings around all lights at night following bilateral intraocular lens implant surgeries. As a result, he avoids driving at night. Since his surgeries, he feels distance visual acuity is not as crisp as it should be, but he is able to read road signs. His optometrist has prescribed trifocal lenses in his glasses. His job is to measure wave lengths of laser beams and he feels the glasses help. Add'l info has been requested from the implanting surgeon. MDR 1119421-2007-00054 - od (right eye), MDR 1119421-2007-00056 - os (left eye).

Manufacturer narrative:
The complaint device associated with this report has not been rec'd for eval. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints rec'd for this lot number. Add'l info was requested by fax and by mail on 01/23/2007. Phone f/u was conducted on 01/22/2007 and 01/30/2007. To date, a completed questionnaire has not been rec'd.